Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during the procedure the vasoview hemopro 2 kept shutting off 8 times. The pre-cautery test was not performed, however the device did function properly on initial use. Power setting was 2.5. Generator fuctioned normaly, beeping, and indicator lights were noted during the procedure. Toggle function was normal, the shutdown feature of the vasoview hemopro 2 was engaged after 15 second window. The 30 second cool down time per the IFU was initiated and as a percaution, the wait time was extended to 1 minute after every concurrent event however, the shutdown kept occurring in less than 15 second. No replacing of the generator, cable, or adapter was noted. The only troubleshooting step taken was to replace the vasoview hemopro 2 device. A new device was used to complete the procedure with minor delay. No patient harm was reported.